Event description:
During a primary c-section, as the infant's head was delivered, the physician needed to suction meconium from the oral cavity. A mucus trap was used. The device began to operate appropriately then stopped. The infant aspirated meconium and was subsequently transferred to the intensive care nursery.